Manufacturer narrative:
The insulin pump alarmed prime during basic occlusion test due to protruded/loose drive support disk. The insulin pump was unable to perform prime test due to loose drive support disk. The insulin pump was received with minor scratched display window, cracked battery tube threads, broken reservoir tube lip, cracked case at reservoir tube window corner and cracked end cap.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of a compromised force sensor system alarm from the insulin pump. The customer's blood glucose reading was 278 mg/dl. The customer stated that insulin was squirting out during the manual prime process. The customer stated that insulin continued to drip after the motor stopped during the manual prime process. The customer stated that the rewind message occurred after an alarm. The customer was advised to hold down the act button until she receives a second series of beeps to appear on the display. The customer was advised to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.